Manufacturer narrative:
(B)(4). Device evaluation: a sample is not available for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported the clinician started the IV as normal but the needle of the suspect device did not retract initially. The activation button had to be pushed a couple of times in order for the needle to retract.

Manufacturer narrative:
Device evaluation: result - a sample was not returned for evaluation. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 5300798. This lot was manufactured between 10/29/2015 and 11/01/2015. Conclusion - bd was unable to confirm the customer's reported defect as no sample was returned for evaluation. An absolute root cause for this incident cannot be determined.